Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During follow-up with the peritoneal dialysis registered nurse (pdrn), it was reported the patient experienced a fluid leak on (B)(6) 2024. The nurse did not know where the leak occurred or why. It was reported the patient woke to the leak in bed. The nurse stated the cassette had been discarded and lot number was unknown. The nurse stated the patient was seen in the outpatient pd clinic on (B)(6) 2024 and was started on prophylactic oral keflex per clinic protocol due the leak.

Event description:
During follow-up with the peritoneal dialysis registered nurse (pdrn), it was reported the patient experienced a fluid leak on (B)(6) 2024. The nurse did not know where the leak occurred or why. It was reported the patient woke to the leak in bed. The nurse stated the cassette had been discarded and lot number was unknown. The nurse stated the patient was seen in the outpatient pd clinic on (B)(6) 2024 and was started on prophylactic oral keflex per clinic protocol due the leak.

Manufacturer narrative:
Correction: g3 date received for initial submission should have been 12/18/2024.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During follow-up with the peritoneal dialysis registered nurse (pdrn), it was reported the patient experienced a fluid leak on (B)(6) 2024. The nurse did not know where the leak occurred or why. It was reported the patient woke to the leak in bed. The nurse stated the cassette had been discarded and lot number was unknown. The nurse stated the patient was seen in the outpatient pd clinic on (B)(6) 2024 and was started on prophylactic oral keflex per clinic protocol due the leak.